Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager stalled before opening. A field service engineer inspected the device and replaced the remote manager door board and verified functionality with 10 successful hardware test application (hta) tests. Customer tested in inventory successfully and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.